Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) experienced a syncope episode. Analysis of the system was performed and it was found that high out of range pacing impedance measurements and high pacing thresholds were observed on this right ventricular lead. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).